Event description:
It was reported that while stimulation was turned on, the patient reports a loss of therapeutic effect. The patient reports stimulation in the wrong location and return of symptoms. She indicates there was no known accident or incident related to this complaint. It was noted one month ago. The patient was at home and their status was unknown. Additional information received reports the patient had a problem with the patient programmer. It was reported that the patient¿s stimulator was completely dead. First it was coming up with the funny triple battery thing. The patient clarified and stated they put new batteries in there and instead of seeing numbers they saw batteries. She put duracell and regular alkaline batteries in. She noticed this a couple weeks ago. She tried another set of batteries. The patient reports seeing the normal program screen. She was on program 4 at 2.8 volts and the ins (stimulator) was off. Ins battery was low and programmer battery was full. The reason for her call was because she found the programmer was blank and she guess it was the batteries. The patient was asked when she noticed her ins was off. The patient stated she went to the healthcare provider over a year ago and she told them it wasn't working. The patient doesn't generally touch the programmer but sometimes she'll fiddles with it to get it to work. It works sometimes and sometimes it doesn't. She stated a tech was there and they know all the wires were not working. The patient was asked when she saw the representative and she stated she told representative last year. The patient stated while she was talking to patient service she felt the ins go off. She was asked if she had tried to increase stimulation. She had and she took it up to 3.50 but she get shocked and it's too much. The patient had tried all programs and she's up to program 4 now. It was later reported that the patient was scheduled for a meeting with the representative and the healthcare provider nurse on (B)(6). It was later reported that the representative did attempt to meet with the patient on (B)(6) and she was a no show at that appointment. The office was going to contact her to try and reschedule but the representative had not heard back from them yet. It was reported that the patient did meet with a different for reprogramming.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v423811, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v423811, implanted: (B)(6) 2010, product type lead. (B)(4).